Event description:
A donor contacted the biolife plasma center in 2004. Donor had voided dark red urine after donor donated earlier in the day. Reportedly the procedure had been aborted after approximately 167ml of plasma had been collected. According to the center personnel, the donor received a hb detect alarm during the collect procedure. At the time of the alarm, the phlebotomist noticed red plasma in the plasma tubing and he discontinued the procedure without re-infusion of the red cells. Reportedly the donor left the center in good condition. The donor had returned to the center two hours after their donation and was evaluated by the center medical specialist (ms). A urine sample was collected from the donor and donor was instructed to return for a repeat urine. The initial urine sample was "coffee colored" and the second urine sample the next day was reported to be clear. The donor had been counseled to take more fluids due to the discoloration of their urine. The donor refused any additional medical treatment.